Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0038285682. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest), (resuscitation) pericardial effusion with cardiac tamponade (additional device required), and hypotension (blood transfusion, intensive care, surgical intervention, hospitalization). Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest, complete heart block), pericardial effusion with cardiac tamponade, and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the versacross into the patient and attempted to complete the transseptal puncture. The physician placed a wire up into inferior vena cava and was unable to access the superior vena cava. Transesophageal echocardiogram (tee) imaging showed that the patient developed a pericardial effusion with cardiac tamponade in the right atrium. The patient's blood pressure dropped. The EKG showed pulseless electrical activity (pea) and compressions were performed. The physician performed a pericardiocentesis and transfused 21 units of blood back into the patient. A sternotomy was performed to treat the effusion, and the patient was able to be stabilized. The patient was admitted to the intensive care unit awake but still intubated. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.

Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was with the versacross into the patient and attempted to complete the transseptal puncture. The physician placed a wire up into inferior vena cava and was unable to access the superior vena cava. Transesophageal echocardiogram (tee) imaging showed that the patient developed a pericardial effusion with cardiac tamponade in the right atrium. The patient's blood pressure dropped. The EKG showed pulseless electrical activity (pea) and compressions were performed. The physician performed a pericardiocentesis and transfused 21 units of blood back into the patient. A sternotomy was performed to treat the effusion, and the patient was able to be stabilized. The patient was admitted to the intensive care unit awake but still intubated. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.